Manufacturer narrative:
On (B)(6) 2020 - the consumer accepted replacement parts for the product and will not return the device for an investigation.

Event description:
On (B)(6) 2020 - the consumer claims to have cut his gums while in use of the product. The consumer did not want to issue a claim. Only wanted replacement part for the product.